Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with crystallized contrast visible in the inflation lumen and the loosely-folded balloon, which suggests that the device was prepared for use and is consistent with an attempt to inflate the balloon. There was no damage noted to the catheter. Furthermore, functional testing was unable to confirm the reported event as a new indeflator was used to inflate the catheter to the rated burst pressure of 18 atmospheres. The balloon successfully inflated and held pressure without any anomalies noted. Measurements of the inflation times were taken and found to be within manufacturing specification. The inflation device used during the procedure was not returned for analysis, which may have aided the investigation. The inability to inflate the catheter may be related to numerous factors including, but are not limited to, manufacturing, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, or from an interaction with accessory devices. Based on the information provided, the lesion was moderately tortuous and moderately calcified, which likely contributed to the reported event. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all balloons are visually inspected online for damage and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify product quality, including functional testing for balloon inflation/deflation. The analysis was unable to confirm the reported difficulty of inflating the device and did not identify any malfunction with the returned catheter. There does not appear to be any indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for difficulty inflating the catheter from this lot. All dilatation catheters are visually inspected for damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify product quality, including functional testing for balloon inflation/deflation.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The voyager balloon was advanced to the lesion; however, when inflated to 12 atmospheres, the balloon could not expand to the proper proportion. The voyager was removed, and the procedure was completed successfully with a non-abbott balloon. There were no patient effects reported. No additional information was provided.